Event description:
It was reported that the patient's infusion set patch did not stick to skin upon insertion on (B)(6) 2026 causing hyperglycemia treated by correction bolus via pump. The issues occurred with two infusion sets.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.